Manufacturer narrative:
Literature summary: one patient experienced edema, and herniation. Three patients experienced hemiparesis. One patient experienced ventriculitis. One patient experienced hydrocephalus. One patient experienced visual field defect .

Event description:
It was reported that following an ablation procedure, multiple patients experienced edema, herniation, hemiparesis, ventricultiis, hydrocephalus, and visual field defects. There were no further patient complications reported in relation to this event.